Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v162256, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v006916, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
The patient reported they developed mrsa after being implanted and ended up going into the hospital. They were in the hospital for a couple of weeks and needed a PICC line for four months. Relevant medical history includes other chronic/intract pain (trunk/limbs). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.